Event description:
It was reported that after undergoing a da vinci-assisted cystectomy surgical procedure, the patient needed a transfusion of two blood bags. The reporter indicated the operation went well. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following information: the csr indicated that he was informed that there were no issues with the da vinci products during the operation. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted cystectomy procedure, the patient needed a transfusion of two blood bags. The indication for the blood transfusion is unknown. In addition, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. On 01-sep-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: there were no issues with the da vinci system nor were there any intra-operative complications. The blood loss during the surgery was 150 mls. The surgeon believes that the patient a probable post-chemotherapy coagulopathy. There was a drop of the hemoglobin by 2g, probably caused partly by dilution. Per the surgeon, the patient received a "transfusion the next day before hematic drainage with a 2-point hb drop, probably partly on dilution, by the continuing care team." The surgeon declined to answer further follow-up questions.

Event description:
Refer to h10/h11 for follow-up information.